Event description:
In 2007, I had an elective stress echo cardiac test. A series of electrodes were placed on my chest and abdomen trace-rite silver/silver chloride disposable EKG electrodes. The next day, (24 hours later), I had a severe contact dermatitis where the electrodes had been placed. The dermatitis was in the pattern of the letter "c" and the letter "o" red raised corresponding to the adhesive on the electrodes. Company refused to give me ingredient they used in making adhesives, so I am not able to get patch tested. No product labeling available. Many people are allergic to acrylics and if this product contains acrylics it should be so labeled!!! Dates of use: 2007. Diagnosis or reason for use: shortness of breath. Event abated after use stopped: no.